Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is an implant that was accidentally advanced into the neuroforamen.

Event description:
In (B)(6) 2016, the patient underwent a left side si joint arthrodesis where three implants were placed. During the procedure, the second implant was accidentally advanced into the neuroforamen when installing the third implant due to o-arm navigation errors. Later that same day, the surgeon performed a revision surgery where the second implant was removed and replaced with a wider implant of the same length. The surgeon confirmed proper positioning of the new implant. The third implant was not replaced. The patient is doing fine following the revision surgery.